Event description:
It was reported that the patient presented in the emergency room. It was discovered that the patient had a pocket infection, and that they were in the hospital due to unknown medical reasons. The physician opted for a full system explant. The patient was in stable condition.